Manufacturer narrative:
Medwatch sent to FDA on: 09/04/2015. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Gastric erosion and cellulitis are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of erosion and cellulitis as follows: ¿caution: in revision procedures the existing staple line may need to be partially disrupted to avoid having a second point of obstruction below the band. As with any revision procedure, the possibility of complications such as erosion and infection is increased. Any damage to the stomach during the procedure may result in peritonitis and death, or in late erosion of the device into the gi tract.¿

Event description:
Physician reported patient may have eroded device with cellulitis at port site. Device remains implanted. Follow up information: company representative reported that patient had a laparotomy while traveling in a foreign country.